Event description:
A 550cc tissue expander was placed in the left breast. Following skin closure, the md noted that expander was not holding injectable saline and saline was leaking from the incision site. The md reopened the left breast and replaced the tissue expander, stating "I believe there's a hole in it." There was no harm to the pt and the expanders were exchanged.